Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station¿s storage space was failed. The field service engineer (fse) found that the faceplate for the mini drawer was obstructing drawer 1.2. The fse slightly adjusted the metal hinge to provide sufficient clearance for drawer 1.2 to open and close without obstruction. After completing the repair, no errors or failures could be reproduced in either the main or test application. The drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a failed storage space. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.